Event description:
It was reported that a proultra tip #5 separated in a practice block. No injury occurred.

Manufacturer narrative:
Though no injury occurred, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by a dr). Therefore, this event is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approximately 21 mm from the bend.